Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse could not inflate the balloon of the catheter.

Event description:
It was reported that the nurse could not inflate the balloon of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with stated ml of sterile water. Or -for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water."